Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer required assistance and went to urgent care and were treated with orange juice. Recommendation was made to consult with healthcare provider regarding diabetes management.